Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low/elevated blood glucose (bg) level of 45-46 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer took liquid sugar to address the bg. Customer updated their settings to address the event.